Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "pain and instability. All available information submitted. Original surgery done elsewhere." The patient's right knee was revised. A 3x9 ps x3 insert was revised to another 3x9 ps x3 insert.